Event description:
It was reported that caller observed air bubbles and gaps about a centimeter in size in tandem mobi cartridge during loading, but these bubbles did not cause blood glucose level to exceed high range. There was no adverse impact to the customer¿s blood glucose level. Caller used room temperature insulin, followed cartridge preparation steps including use of fill rod, and after priming with fill tubing feature large air bubbles and gaps no longer existed, allowing caller to resume insulin therapy with no further action needed.